Event description:
It was reported that the patient experienced withdrawal (B)(6) 2012 and was hospitalized overnight. The physician adjusted the dosage, and the patient was better, but was not 100 percent. The patient was scared and went to the emergency room for help on (B)(6) 2012. On (B)(6) 2012, the patient went back to the hospital as they were experiencing leg trouble and was there overnight again. Then the patient went to the emergency room on (B)(6) 2012, and was "straightened out." Following the withdrawal, the patient's family doctor sent her to a pain center. The patient was doing fine. The pump system was being used to deliver sufentanil. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n203997, implanted: (B)(6) 2009. Product type: accessory: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter: product ID 8835, serial# (B)(4). Product type: programmer, patient. (B)(4).